Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unk. The pt returned for one follow-up appointment in 2002, but was lost to follow-up after that time. It was reported the pt presented emergently with a ruptured aneurysm. Upon removal of the stent graft, the physician reported that the stent graft was intact and correctly placed within the vessel walls. The cause of the ruptured aneurysm is unk; it may have been due to a type ii endoleak. Since during the removal of the stent graft there were no integrity issues noted. The stent graft was removed from the pt and was converted to an open conventional surgical repair. The device was discarded. No add'l clinical sequelae were reported and the pt is fine.